Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo essure confirmation test". The patient's medical history included tubal ligation on (B)(6) 2013 and adenomyosis. Current weight 135 lbs. Concurrent conditions included hemorrhagic ovarian cyst, uterine bleeding, anxiety and overweight. Concomitant products included lisinopril and oxycodone. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal distension ("bloating/unexplained belly bloat in evenings") and genital haemorrhage ("abnormal bleeding (general)"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal infection ("vaginal infection"), cystitis ("bladder infection") and urinary tract infection ("uti"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding ( menorrhagia)"). In (B)(6) 2014, the patient experienced arthralgia ("joint pain/hip pain"), allergy to metals ("nickel allergy") and back pain ("back pain/lower back pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), rash ("rash/skin condition"), vaginal discharge ("vaginal discharge"), nausea ("nausea"), memory impairment ("forgetfulness"), cyst ("cysts"), vaginal cuff dehiscence ("vaginal cuff dehiscence"), breast pain ("breast pain"), breast tenderness ("breast tenderness"), urticaria ("hives"), swelling ("swelling"), depression ("depression") and migraine ("migraines / headaches") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, arthralgia, abdominal pain, dysmenorrhoea, abdominal distension, dyspareunia, rash, allergy to metals, vaginal infection, vaginal discharge, nausea, fatigue, memory impairment, cyst, vaginal cuff dehiscence, uterine leiomyoma, breast pain, breast tenderness, urticaria, swelling, depression, genital haemorrhage, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, migraine, weight increased and back pain was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, arthralgia, back pain, breast pain, breast tenderness, cyst, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, memory impairment, menorrhagia, migraine, nausea, pelvic pain, rash, swelling, urinary tract infection, urticaria, uterine leiomyoma, vaginal cuff dehiscence, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: essure insertion date was previously reported as (B)(6) 2013. (B)(6) 2015-a: uterus and cervix - bilateral tubes final pathologic diagnosis uterus, cervix, bilateral tubes·, removal: 1. Uterine cervix: negative for dysplasia or malignancy in these sections. 2. Endometrium: benign endometrium with no evidence of hyperplasia, atypia or malignancy. 3. Myometrium: adenomyosis, leiomyomata. 4. Uterine serosa: negative for significant pathologic findings. 5. Bilateral fallopian tubes: negative for significant pathologic findings diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Ultrasound pelvis - on (B)(6) 2015: a small complex cyst is identified in the right ovary most consistent with a hemorrhagic cyst. Couple tiny simple cysts are identified in the left ovary. Other findings as noted above. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo essure confirmation test". The patient's medical history included tubal ligation on 1-jan-2013 and adenomyosis. Current weight 135 lbs. Concurrent conditions included hemorrhagic ovarian cyst, uterine bleeding, anxiety and overweight. Concomitant products included lisinopril and oxycodone. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal distension ("bloating/unexplained belly bloat in evenings") and genital haemorrhage ("abnormal bleeding (general)"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal infection ("vaginal infection"), cystitis ("bladder infection") and urinary tract infection ("uti"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding ( menorrhagia)"). In (B)(6) 2014, the patient experienced arthralgia ("joint pain/hip pain"), allergy to metals ("nickel allergy") and back pain ("back pain/lower back pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), rash ("rash/skin condition"), vaginal discharge ("vaginal discharge"), nausea ("nausea"), memory impairment ("forgetfulness"), cyst ("cysts"), vaginal cuff dehiscence ("vaginal cuff dehiscence"), breast pain ("breast pain"), breast tenderness ("breast tenderness"), urticaria ("hives"), swelling ("swelling"), depression ("depression") and migraine ("migraines / headaches") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, arthralgia, abdominal pain, dysmenorrhoea, abdominal distension, dyspareunia, rash, allergy to metals, vaginal infection, vaginal discharge, nausea, fatigue, memory impairment, cyst, vaginal cuff dehiscence, uterine leiomyoma, breast pain, breast tenderness, urticaria, swelling, depression, genital haemorrhage, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, migraine, weight increased and back pain was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, arthralgia, back pain, breast pain, breast tenderness, cyst, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, memory impairment, menorrhagia, migraine, nausea, pelvic pain, rash, swelling, urinary tract infection, urticaria, uterine leiomyoma, vaginal cuff dehiscence, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: essure insertion date was previously reported as (B)(6) 2013. (B)(6) 2015-a: uterus and cervix - bilateral tubes final pathologic diagnosis uterus, cervix, bilateral tubes·, removal: 1. Uterine cervix: negative for dysplasia or malignancy in these sections. 2. Endometrium: benign endometrium with no evidence of hyperplasia, atypia or malignancy. 3. Myometrium: adenomyosis, leiomyomata. 4. Uterine serosa: negative for significant pathologic findings. 5. Bilateral fallopian tubes: negative for significant pathologic findings. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Ultrasound pelvis - on (B)(6) 2015: a small complex cyst is identified in the right ovary most consistent. With a hemorrhagic cyst. Couple tiny simple cysts are identified in the left ovary. Other findings as noted above. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-apr-2020: pfs+mr received - new events: abnormal bleeding (general), abnormal bleeding (vaginal), bladder infection, uti, migraines / headaches, weight gain, she didn¿t undergo essure confirmation test, joint pain were added. Outcomes for the previously reported events were updated to recovering / resolving. New reporters, patient information, medical history, lab data and concomitant drugs were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation on (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal distension ("bloating"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("rash/skin condition"), allergy to metals ("nickel allergy"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), nausea ("nausea"), fatigue ("fatigue"), memory impairment ("forgetfulness"), cyst ("cysts"), vaginal cuff dehiscence ("vaginal cuff dehiscence"), breast pain ("breast pain"), breast tenderness ("breast tenderness"), urticaria ("hives"), swelling ("swelling") and depression ("depression") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, back pain, abdominal pain, dysmenorrhoea, abdominal distension, dyspareunia, menorrhagia, rash, allergy to metals, vaginal infection, vaginal discharge, nausea, fatigue, memory impairment, cyst, vaginal cuff dehiscence, uterine leiomyoma, breast pain, breast tenderness, urticaria, swelling and depression outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, back pain, breast pain, breast tenderness, cyst, depression, dysmenorrhoea, dyspareunia, fatigue, memory impairment, menorrhagia, nausea, pelvic pain, rash, swelling, urticaria, uterine leiomyoma, vaginal cuff dehiscence, vaginal discharge and vaginal infection to be related to essure. The reporter commented: essure insertion date was previously reported as (B)(6) 2013. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Injury nos replace with new events: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), rash/skin condition, nickel allergy, vaginal infect., vaginal discharge, nausea, fatigue, bloating, forgetfulness, cysts, vaginal cuff dehiscence, fibroids, breast pain/tenderness, hives, rash, swelling, depression were added. New reporter added, plaintiff's information updated. Essure insertion date and essure removal date added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.